Event description:
During troubleshooting of a check lines & bags alarm that appeared on the homechoice (hc) display during priming, the home patient (hp) revealed that she had setup one of the solution bags on the wrong clamp line. The technical service representative (tsr) explained the alarm to the hp and assisted the correct setup. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the setup issue, it was revealed that the issue was resolved, and that she had discussed the issue with her nurse. The hp reported that the nurse went over the proper procedures with her. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for check lines and bags alarm was not confirmed. A root cause was not identified. The use error did not attribute to check lines and bags alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.